Event description:
The pt received his scs sys on (B)(6) 2011. It was reported the pt lost stimulation on his right side. Reprogramming was unable to resolve the issue. It was reported there were some impedance issues. An x-ray was taken, which did not show movement of the lead. It was reported the physician may implant a second lead. The physician is working with the pt to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.